Manufacturer narrative:
(B)(4). D10: medical products: item#: 00494500404, 4.5 mm t-plate 4 holes 84 mm length; lot#: unknown item#: unknown, unknown screw; lot#: unknown item#: unknown, unknown screw; lot#: unknown item#: unknown, unknown screw; lot#: unknown item#: unknown, unknown screw; lot#: unknown. G2: foreign: italy no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: notes purulent material that reached/contaminated bone graft, removed plate & screws, I&d performed. Images not submitted to mmi for review, as the event is for infection and submitting images would not enhance the investigation process. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient part of a retrospective clinical study underwent an initial left tibial ostetomy approximately eight (8) years and five (5) months ago. Subsequently, the patient developed an infection approximately a month later and underwent a revision surgery to remove all implants from the patient. An external fixator was placed on the patient.